Manufacturer narrative:
The device was discarded, without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this valve, the valve was attempted to be positioned valve-in-valve into a previously implanted transcatheter valve. Upon crossing, the delivery catheter system (dcs) pushed the first valve into the left ventricle requiring a surgical intervention to retrieve. The second valve was not implanted. Apical puncture was performed, the first valve was explanted, and a non-medtronic surgical valve was implanted.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, it was reported that the dcs led to dislodgement of the first valve upon crossing it. Without review of procedural images, the reported event could not be further assessed, and an assignable root cause could not be determined. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.